Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the batteries went dead. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the implant only worked for the first couple of weeks and then it stopped working. Patient had all the bladder control problems and mentioned frequency, urgency, and incontinence. Patient now had to go every 20 minutes and experienced incontinence when they stood up. It was noted that their bladder symptoms were worse the last 4-5 months. Patient stated their ins site was very tender at times, on and off since implant. It was further noted that the batteries in their programmer were not working, but it was found that the patient was trying to use the monitor from trial. No further complications were reported.

Manufacturer narrative:
Section d information references the main component of the system and the other applicable components are: product ID 3537fa serial# unknown product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient replaced the batteries in their patient programmer (pp) and asked for instructions on what to do. They increased the stimulation and stated that it was a little too high voltage, so they decreased it to 1.2 volts (v).